Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding/ abnormal bleeding(general)') and atrial fibrillation ('blood or heart disorder/condition type: afib') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, abdominal pain, menorrhagia, stress incontinence, female, hypermenorrhea, dysmenorrhea, coccyx pain, swelling abdomen, conjunctivitis, irritable bowel syndrome, urticaria, hives and polymenorrhea. Concurrent conditions included uterine bleeding. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/ pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), urticaria ("rashes or skin conditions type: hives"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), atrial fibrillation (seriousness criterion medically significant), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy, d and c, and endometrial ablation with novasure). At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, urticaria, bladder disorder, urinary tract disorder, atrial fibrillation, nausea, tooth disorder, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, atrial fibrillation, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic pain, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: number of coils present on the left: 1. Number of coils present on the right: 1. Current recent sonogram showing no essure present in the area of the left ostia and 3 em of essure protruding into the endometrial cavity on the right. Date of insertion (B)(6) 2010- as per pfs discrepancy noted , and on removal date in fu 2 given as 04-mar-2013 discrepancy noted and currently planning for essure removal -yes anticipated or scheduled date for removal : 2020 discrepancy noted :plaintiff did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: nonfilling of either fallopian tube in this patient status post essure procedure. Pregnancy test urine - on (B)(6) 2011: negative. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : most recent follow-up information incorporated above includes: on 26-nov-2019: fu 2 and 3 processed together. Medical records received : reporters information updated. Incident category updated. Concomitant conditions added. On 26-nov-2019: fu 2 and 3 processed together. Plaintiff fact sheet received : reporters information updated. Events added- hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, urticaria, bladder disorder, urinary tract disorder, atrial fibrillation, nausea, tooth disorder, dysmenorrhoea, fatigue, weight increased, alopecia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.